Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered inappropriate therapy due to supraventricular tachycardia. The device will be explanted due to normal eri. No further information is available.